Manufacturer narrative:
Media evaluated: media from the clinical procedure was provided and reviewed by members of the bsc training team and clinical specialists. The media review report concluded: able to confirm that it does not appear to meet position, anchor, size and seal (pass) in the original placement (proximal position and flat distal face of the device indicating low compression) and that on follow-up it shifted from that position.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2025, during which a 35mm watchman flx pro closure device was implanted. Immediately after deployment, the device was observed to have shifted slightly. No corrective action was taken at that time, and the patient was discharged without symptoms. At the routine 45-day follow-up, further device migration was noted, though the patient remained asymptomatic. On (B)(6) 2025, the physician decided to explant the device. A percutaneous snare attempt was unsuccessful, so the device was surgically removed, and the appendage was clipped. The patient was discharged and doing well.

Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2025, during which a 35mm watchman flx pro closure device was implanted. Immediately after deployment, the device was observed to have shifted slightly. No corrective action was taken at that time, and the patient was discharged without symptoms. At the routine 45-day follow-up, further device migration was noted, though the patient remained asymptomatic. On (B)(6) 2025, the physician decided to explant the device. A percutaneous snare attempt was unsuccessful, so the device was surgically removed, and the appendage was clipped. The patient was discharged and doing well.